Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The optic was scratched, and the optic was torn/split/cracked into two pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/16/2009, 10/19/2009, and 11/02/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/13/2009.

Event description:
A nurse reported that three years following intraocular lens (iol) implant surgery, an iol was causing a patient to have glaucoma. The iol was exchanged for a different model. Additional information has been requested.